Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the packaging mandrel of a neuron 6f 070 delivery catheter (neuron 070) was stuck and unable to be removed upon removal of the neuron 070 from its packaging. The defective neuron 070 was found prior to use and was not used for the procedure. The procedure continued using a new neuron 070.

Manufacturer narrative:
Result: the neuron delivery catheter 070 (neuron 070) was stretched approximately 5.0 cm from the distal tip; the distal shaft was also ovalized approximately 0.3 and 7.5 cm from the distal tip. Conclusion: evaluation of the returned device revealed that the distal shaft of the neuron 070 was kinked and ovalized. This type of damage may be caused due to removal of the device from the packaging against resistance. If the distal tip of the catheter is pinned underneath the blank label that is used to hold the packaging mandrel to the packaging card, resistance may be experienced when the neuron dc is pulled from the packaging tube. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.